Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the system 98 intra-aortic balloon pump (iabp) will not calibrate.

Manufacturer narrative:
Model # sys98xt upgraded to cs300.

Event description:
It was reported that the system 98 intra-aortic balloon pump (iabp) will not calibrate. No patient involvement was reported.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.